Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information was received that there were no further episodes after the medication was changed. No revision has been planned due to the patient's critical condition and end stage. The patient will remain in the hospital with a backup external defibrillator. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was recommended. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was hospitalized for end of life care. A ventricular tachycardia (vt) episode occurred, but there was no shock therapy delivered. It was determined this was a result of a shorted lead. Low out of range impedance measurements were noted on the right ventricular (rv) lead. Error messages for a shorted lead condition and high voltage during a charge were observed. An external shock was delivered to resotre normal sinus rhythm. Boston scientific technical services (ts) reviewed the available data and recommended lead revision. No additional adverse patient effects were reported.

Event description:
Information was subsequently received that further error messages were observed for the shorted lead condition. As a result, a new rv lead and device were implanted on the patient's right side. No additional adverse patient effects were reported.